Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: pi: 3567474. Ro: 10991134. Account: consigned to gb000996. Reported by the customer: burning smell. Pn: 0475100000i. Sn: (B)(6). Summary of evaluation: burning marks on power board- replaced the power board. Full qip and function test. Electrical safety test- est114085. Passed all tests probable root cause: console fuses fail to break circuit due to excessive mains current leading to fire isolation power supply failure. Use error: console is sterilized or disinfected. Use error: console cleaned with incompatible products. The reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a thermal event.